Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the spring arm cover detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the spring arm cover detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of b3 date of event and g3 date received by manufacturer deems required. This is based on the internal evaluation.. The aware date changed. Previous b3 date of event: 2025-03-12 corrected b3 date of event: n/a previous g3 date received by manufacturer: 2025-03-12 corrected g3 date received by manufacturer: 2025-03-11 according to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).